Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a radiation sterilized extension set would not flow. It was reported the set would not allow for fluid to flow or flushing. When the extension set was removed the nurse was able to flush the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing was performed which included clear passage testing, pressure testing, and clamp function testing. There were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.